Event description:
Procedure: low anterior resection. According to the reporter: the endo stapler was fired twice with no problems during a laparoscopic low anterior resection. On the third fire with the 60-3.5 roticulator reload, the reload fired then fell out of the endo stapler handpiece. The staff could not get the reload to unlock from the patient's tissue and the reload was resected. A new endo stapler with a new reload was then fired successfully.

Manufacturer narrative:
Initial report sent to FDA on 08/04/2008.